Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they changed the insulin pump's battery twice and the display did not return. When they tried a battery from a different pack, the display returned. However, they have changed the battery every two days. The insulin pump alarmed failed battery test and received a low battery alert. Customer's blood glucose level was not reported. The customer's mother was unable to finish troubleshooting. The device was not returned.